Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bacteremia and sepsis. The implantable pulse generator (ipg) system was explanted. Upon removal of the device system, purulent discharge was noted in the device pocket site. The patient was treated with antibiotics and the ipg was used externally to provide pacing support until a new system is implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.